Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3. Date of event: unknown; no information has been provided to date.

Event description:
An event involved a medfusion 4000 syringe infusion pump where it was stated that the pump had primary audible alarm error. This is a high-priority alarm that would interrupt therapy. There was no patient involvement, and no patient harm.